Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for a potential svt (supra ventricular tachycardia). It was noted that the patient was experiencing high rates around two hundred beats per minute when the patient is not active or exercising resulting in the high rate timeout expiring and a shock occurring. The patient indicated that they were feeling dizzy before receiving the shock. A new template was collect with match scores. The device remains in use. No further patient complications have been reported as a result of this event.